Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers were in offline. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that the customer was able to access the facility, once drawers were turned back on by customer onsite, biometric identifier functionality was restored. System verified operating normally. The system functioned as intended after the issue was resolved.